Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that an alert was received via remote monitoring indicating a shock impedance measurement was out of range for this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead. A review of the measurement indicated it was less than zero ohms. Boston scientific technical services (ts) discussed that a measurement at this value can occur if noise is detected on one of the vectors. It was reported that the patient had an ablation procedure for atrial tachycardia. The local field representative reported that the patient was going to perform another remote interrogation to evaluate the most recent measurements.

Manufacturer narrative:
Additional information received from the local field representative indicated device interrogations and the remote monitoring interrogations have confirmed normal shock impedance. No further action planned to be performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.